Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.